Manufacturer narrative:
The kit svc bi71000168 collimator w dyn fltr was returned for analysis. Analysis confirmed the complaint that the o-arm was displaying an initializing collimator error "the collimator will not initialize". The collimator was unsecured when it was received. It was reseated, tested, and failed homing and burn-in. Visual inspection confirmed the drive wire had been displaced from the wire guide. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the lot number of the collimator is: rev. 1 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information will not be provided by the site. A manufacturer representative went to the site to test the equipment. It was reported that the collimator was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra-operatively during an ortho (tha and tka) procedure when the image acquisition system (ias) was started an initializing collimator error occurred. The issue was resolved by rebooting the ias and the procedure was completed without further issue. There was no delay to the procedure. There was no reported impact on patient outcome.